Event description:
A home patient (hp) contacted the technical service center (tsc) to report connectiong bags incorrectly to the homechoice (hc) system. The hp reported he connected the final bag on the supply line and the supply bag on the final line. The hp switched the bags and was in fill 2/4 at the time of the call. The final bag was empty. The technical service rep (tsr) explained the contamination potential and that the hc will alarm during dwell 4/4 because the final bag is empty. The hp said he will end therapy and contact his nurse for assistance. Hp's nurse stated that there was no patient injury or medical intervention associated with this event. The nurse also stated that this was the first time that the hp has used extraneal, and that the hp lost the nurse's instruction for proper use of the product and that resulted in the user error. The nurse then stated the hp has been re-trained on proper procedure.